Event description:
Customer states that a significant igg kappa monoclonal protein was not identified on apt when using the cze electrophoresis system. When rerun using the paragon gel electrophoresis system, the monoclonal fraction was identified. The cze system labeling describes the potential for the system to miss a small monoclonal fractions. Monoclonal proteins may be indicative of serious illness and disease states and a significant monoclonal that is not identified could lead to incorrect diagnosis or inappropriate treatment.